Event description:
Customer reported a failure of battery alarms. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event.